Manufacturer narrative:
Additional information was received that the patient will be on long term antibiotics for 3-6 months until the infection has resolved. Additional suspect medical device components involved in the event: model # sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. The explanted lead extensions will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the lead site and the patient's ipg and midline incision sites were red, draining and were slightly opened. There was also a wound where the lead extension headers were tunneled and this site was also questionable. The patient has asperger¿s syndrome and does not bathe, so the physician chose to hospitalize the patient for monitoring, and subsequently explanted the percutaneous leads. The ipg remains implanted in the patient. The physician administered IV antibiotics (vancomycin) and oral antibiotics (rifampicin and fucidin). The physician cannot determine if the infection is device or procedure related.

Event description:
A report was received that the patient was experiencing pain at the lead site and the patient's ipg and midline incision sites were red, draining and were slightly opened. There was also a wound where the lead extension headers were tunneled and this site was also questionable. The patient has asperger¿s syndrome and does not bathe, so the physician chose to hospitalize the patient for monitoring, and subsequently explanted the percutaneous leads. The ipg remains implanted in the patient. The physician administered IV antibiotics (vancomycin) and oral antibiotics (rifampicin and fucidin). The physician cannot determine if the infection is device or procedure related.

Event description:
A report was received that the patient was experiencing pain at the lead site and the patient's ipg and midline incision sites were red, draining and were slightly opened. There was also a wound where the lead extension headers were tunneled and this site was also questionable. The patient has asperger¿s syndrome and does not bathe, so the physician chose to hospitalize the patient for monitoring, and subsequently explanted the percutaneous leads. The ipg remains implanted in the patient. The physician administered IV antibiotics (vancomycin) and oral antibiotics (rifampicin and fucidin). The physician cannot determine if the infection is device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial/lot # (B)(4), description: linear st lead, 70cm model # sc-1132, serial/lot # (B)(4), description: precision spectra implantable pulse generator. The explanted percutaneous leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted on (B)(6) 2013. The physician was concerned about the infection due to the patient complaining about pain where the leads used to be located. It was decided to explant the ipg and perform an MRI on the patient. The explanted ipg will not be returned to bsn as it was discarded by the medical facility.